Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor smelled like it was smoking and reader head was hot to the touch, no char or discoloration. No troubleshooting indicated. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model: 24950j, serial/lot#: (B)(4): the remote monitor was returned and analysis revealed that there was a defective rf (radio frequency) head battery during functional test; found error code 8218 failure analysis (fa) log. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.